Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the tibioperoneal trunk with mild calcification and mild tortuosity. The steelcore guide wire was advanced to the lesion; however, the tip of the wire separated and was retrieved via snare. No resistance was noted. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the wire separated during use, within the anatomy. Analysis of the returned wire confirmed the reported material separation. The core was separated on the distal end. The separation face was bend and jagged. This type of separation can occur due to force applied to the wire at a kink / bend. The analysis also noted bends located distal to the separation. In this case, it is likely that the wire sustained damage (bends) during use, then subsequent manipulation of the wire resulted in the separation. The separated portion of the wire was reportedly removed via a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.